Event description:
It was initially reported that a shaft break occurred during the procedure and the correct statement is that the device was not damaged during the procedure.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 2.5x20mm, 60% stenosed, de novo, mildly tortuous and moderately calcified and fibrotic lesion being treated was located in the left anterior descending (lad). There was a significant bend in the lesion which was greater than 45 degrees but less than 90 degrees. Access was via the radial artery. The lesion was predilated with a 2.5x20mm apex balloon. The physician attempted to cross the lesion with a 2.5x24mm taxus liberte stent delivery system (sds) but could not. The procedure was completed using another of the same device. There were no patient complications and the patient condition is "stable". The device was returned with the distal end missing.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the distal section of the stent delivery system (sds) with the balloon, stent and tip on was not returned. The inner and the outer sections of the sds had a clean break 18.8cm distal to the port area. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)